Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Root cause: foreign material on the strip connector. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results.(B)(6) (pharmacy) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained and meter to meter comparison (374mg/dl tmetrix and 260mg/dl dr's device). The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all the results, all results are fasting.